Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. The patient effect listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of death, event, and therapy: date estimated. The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The prostar device referenced is filed under a separate medwatch report number. Literature: "impact of suture mediated femoral access site closure with the prostar xl compared to the proglide system on outcome in transfemoral aortic valve implantation."

Event description:
It was reported through a research article identifying prostar xl and proglide which may be related to in-hospital mortality and 30 day mortality. Specific patient information is documented as unknown. Details are listed in the article, titled "impact of suture mediated femoral access site closure with the prostar xl compared to the proglide system on outcome in transfemoral aortic valve implantation."